Manufacturer narrative:
If additional information is provided that changes the outcome of the investigation a follow-up report will be filed.

Event description:
Screw dial on compression distraction device stripped.